Event description:
It was reported the patient was experiencing ineffective coverage due to lead migration. It was also reported the patient experience two falls. In turn, the patient underwent surgical intervention on (B)(6) 2014 to reposition the lead. Additionally, it was reported during the procedure the physician electively explanted and replaced the ipg (different model).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.